Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy.